Manufacturer narrative:
No product returning for evaluation. Should new information become available, a supplemental form will be submitted.

Event description:
Received information regarding multiple cartridge alarms (cartridge alarm 1) with multiple cartridges during bolus delivery. There was no reported impact to customers' blood glucose level.